Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. Hb decreased from 11.1 g/dl on (B)(6) 2012 to 9.4 g/dl on (B)(6) 2012. Standard epogen dosing was increased on (B)(6) 2012 from 10,600 1xweek to 12,800 1xweek. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions, as well as instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. No similar problems reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.